Event description:
Medication administered using clinic stock. Medication site: no redness, left, right, deltoid. Medication route: im. Medication dosage: risperidone inj, susp, sa inject 50mg/vial 50mg/vial intramuscular every two weeks and inject 25mg/vial 25mg/vial every two weeks. Assessment prior to medication education: education given to veteran. Education intervention: indication, what to do about missing doses, review of upcoming appointments and/or labs. Education tools offered: verbal information. Pos assessment: effective. While injecting the 50mg dose, an unk amount of the medication leaked down pt's arm. Writer stopped injecting the medication and contacted dr (B)(6) for advice in order to ensure pt receives an adequate dosing of the medication. Dr (B)(6) advised to not give the 25 mg, but rather to give another risperidone consta 50mg. The cause of the leaking out of the medication was an unsecured hub of the needle (not the part that writer secures on the syringe), thus it seems the manufacturer for the medication did not ensure that the hub of the needle was securely attached to the base part of the needle.